Event description:
It is reported that the patient was revised due to the femur plate breaking.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the lot number is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The product history search could not be performed as the part and lot number were not provided. It is reported that the patient underwent a revision surgery and the broken plate was explanted. A definite root cause for the issue cannot be determined with the information provided. This device is used for treatment.

Manufacturer narrative:
This report will be amended when our investigation is complete.